Event description:
It was reported that the 9600 system would not flip images or save images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable connection was repaired and the image processor was repaired during the service call. The system was tested and found to be working as intended and put back into service.